Event description:
It was reported that the patient had a loss of therapeutic effect. It was also reported that the patient was not able to adjust stimulation with patient programmer (with or without antenna). The patient was not able to regain therapeutic effect from their device. The dystonia symptoms came back because of lack of therapy. The battery depleted after the patient walked close to a metal detector. This was normal battery depletion and was why the programmer would not work. The implantable neurostimulator was replaced and the current patient status following replacement was good.

Manufacturer narrative:
(B)(4).